Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while doing a running suture during achilles tendon repair, the thread broke. They opened a new suture to complete the case. There was no patient injury.